Manufacturer narrative:
(B) (4). (B) (4). The customer's complaint of leaking at the filter was confirmed. Investigation at the filter supplier found that the most likely root cause of these faults is the upper housing of the filter becoming jammed under the sealing cover of the filter. The rf loading robot has been replaced and there have not been any further occurrences of this type of damage. The lot number of the faulty product was not available. This report was filed by the manufacturer.

Event description:
Date of event was stated as (B) (6) 2008, exact date of event is unknown. The user reported that the in-line filter was leaking during priming of the set. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.